Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantable pacing lead (ipl) implant procedure, the lead exhibited high impedance. It was also reported that replacement of the measuring cable was performed and the ipl still exhibited high impedance. The ipl was removed and exchanged for a different lead and impedance measurements were good. No patient complications have been reported as a result of this event.